Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to noise was observed on a remote transmission. The patient was presented to the clinic and intermittent loss of capture, increased pacing impedance, and an increased threshold were observed. Programming changes were made. The patient was stable and asymptomatic.

Event description:
New information received indicated that on (B)(6) 2023, the patient underwent a right ventricular (rv) lead replacement. The rv lead was capped, and a new rv lead was implanted. The patient was stable pre, during, and post-procedure.